Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. There was no impact to the customer's blood glucose level. Tandem technical support was unable to troubleshoot the cause of the alarms as the alarm was not currently occurring at the time of the contact.